Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. The customer's report could not be replicated. Review of the device log from 05/01/25 indicated issues related to poor electrode coupling. After initial successful discharge and ECG signal, users experienced repeated "pads off" messages and intermittent signal loss. Multiple charge lead faults occurred due to the device intermittently failing to detect valid patient impedance which suggests poor electrode-to-skin contact. The multifunction cable (mfc) and CPR-d connector passed evaluation with no fault found. The device was recertified and returned to the customer. It is important to note per the x series operator's guide (pn: 9650-001355-01, rev p) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." Analysis of reports of this type has not identified an increase in trend.